Event description:
An altitude alarm was reported on the pump. The customer declined to provide their blood glucose level, but there was no indication of adverse impact. Technical support advised the customer to clean the speaker holes and reconnect the cartridge. After following these instructions, the customer successfully resumed insulin delivery, and the pump returned to normal operation. No recurrence of the alarm was reported, and the customer received advice on preventing future altitude alarms.